Manufacturer narrative:
We are currently waiting for the device to be returned for evaluation. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Catheter showing failure in the routes when infusing medication through the distal route, it returns through the proximal route.

Manufacturer narrative:
The complained device was returned for evaluation. Visual inspection confirms the complaint as flushing through one luer results in water coming back through the opposite luer. A supplier corrective action request was issued to the contract manufacturer. The contract manufacturer's investigation identified a manufacturing process issue that could affect the likelihood of a cross-lumen leak. The process has been modified to reduce the likelihood of a cross-lumen leak. The device in this complaint was manufactured prior to the change in the process. In addition, the 100% leak test also performed on these devices as a last step in the manufacture process was also updated to provide more precise instructions. The inspection procedure was also updated to reflect the change to the process operation. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.